Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data was not crossed over due to communication issues. A technical support specialist applied knowledge article, replacing expired hsv and idm3 certificates to update the report server certificate thumbprint. Internet information services (iis) reset failed from the application server, so the server was rebooted, after which communication was re-established. Users were able to log into the es webpage, and additional checks confirmed stations were communicating normally with no critical override notices. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient data and orders were not processing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.